Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709. Serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
The patient missed his refill appointment and the pump was empty. The pump was critically alarming. A rotor study was done and the "pump was good"; there were no issues with the pump. The pump was refilled with no issues. The patient had no symptoms or complications associated with the event. The patient was doing well with no complications. The patient was educated on the importance of showing up for refills. The patient status was reported as "alive - no injury". The device system was delivering dilaudid (25 mg/ml; dose "2.0 ml").